Event description:
It was reported that the implant was removed due to pain at the site. The procedure was completed using another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient ID not provided. Patient age not provided. Patient weight not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product evaluation: two implants were returned for investigation. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. The devices could not be functionally tested for the reported failure (pain). No pre-existing conditions noted on per. X-ray & picture evaluation: x-ray and picture images were not provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications, warnings & precautions. Per the applicable IFU, improper techniques can cause patient injury and pain. Additionally, pain, edema and inflammation are listed as adverse effects of implantation. DHR review: DHR review for the lot number (1234480 and 1248187) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. Sterilization record review: all sterilization activities were conducted with no nonconformities per sterilization record. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review: complaint history review was performed for the reported lot number (1234480 and 1248187) for similar events (complaint category keywords: pain) and no other complaint was identified. Post market trending review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were non-verifiable.

Event description:
No further event information is available at the time of this report.